Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose ranged from 108-127 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Device not returned.